Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke during tightening of stem onto the tray. It will not hold a stem to tighten.

Manufacturer narrative:
Examination of the returned p.f.c. Press-fit rod wrench confirmed that there is deformation on the tip, which suggests that excessive torque was used. The root cause is being attributed to misuse due to excessive torque. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.